Manufacturer narrative:
The manufacturer received a voluntary medwatch with uf/importer report #(B)(4) alleging a patient suffered burns to the face, upper lips, left eyebrow, eyelashes, and scabbing in the nasal passages due to oxygen igniting while the patient was smoking with oxygen on via nasal cannula while using a millenium m10 concentrator device. The patient reports the oxygen in the device ignited but the patient was able to extinguish it quickly. The patient denied difficulty breathing and there were no injuries visible to the patient's throat or oral cavity. The patient reported the pain was at 2/10 at the time. The patient states they were educated to not smoke with oxygen and on the risks of fire/injury but had proceeded to do so. The oxygen concentrator and tubing were replaced. No medical intervention was specified. A final report is being submitted. If new information becomes available, a follow-up/supplemental report will be completed. This correction report is being filed to correctly list the importer medwatch report (B)(4) in block h10, related report field.

Event description:
The manufacturer received a voluntary medwatch with uf/importer report #(B)(6) alleging a patient suffered burns to the face, upper lips, left eyebrow, eyelashes, and scabbing in the nasal passages due to oxygen igniting while the patient was smoking with oxygen on via nasal cannula while using a millenium m10 concentrator device. The patient reports the oxygen in the device ignited but the patient was able to extinguish it quickly. The patient denied difficulty breathing and there were no injuries visible to the patient's throat or oral cavity. The patient reported the pain was at 2/10 at the time. The patient states they were educated to not smoke with oxygen and on the risks of fire/injury but had proceeded to do so. The oxygen concentrator and tubing were replaced. No medical intervention was specified. A final report is being submitted. If new information becomes available, a follow-up/supplemental report will be completed.